Event description:
The valve ws prepared and the syringed was filled correctly with 38 ml. The valve was inflated and after deflation, it was noticed that the valve was not completely deployed and pvl 2-3 and pressure started to drop. It was then seen that there were about 4-5 ml missing in the syringe. A new syringe was taken and post dilated with the same delivery system. The valve was now fully inflated and no leaks were observed. No adverse events are associated with this incident.